Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma "(new or worsening)", inflammatory response, and kidney disease/toxicity response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. No other information has been received however if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in air path. There was no report of patient harm or injury. The device was returned to a manufacturer service center. The technician confirmed no particles in the air path during the device evaluation. There was no error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d, device serviced by 3rdp, device avail. For eval? And date returned has been updated. In box h, device eval. By mfg. Has been updated. In box h6: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.